Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was noted that the keypad was torn and the ok button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the keypad was torn at the contrast and up arrow buttons. The ok button was unresponsive to user presses. The keypad was removed and the keypad flex was torn at the ok button circuit. Unrelated to the original complaint, the cartridge cap was damaged but able to securely attach to the pump. The battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission 05/12/2016: correction to MFR narrative: this complaint was reopened to remove the secondary diagnostic code of ¿cartridge cap damage¿ from the investigation. The cartridge cap was able to securely attach to the pump and there was no damage noted.